Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the patient's right atrial lead had a high threshold. It was decided the lead would be revised. During the revision procedure, the screw of the lead would retract for repositioning but would not extend once in a new location. The lead was explanted and a new lead was placed. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.